Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) on evaluation of the lead, the sylet could be inserted and retracted as designed. There was dried blood on stylets/guidewire noted on visual inspection, but no anomalies were found.

Event description:
It was reported during the implant procedure that the stylet got stuck in the lead after the helix was deployed two times; difficult access. The lead was not implanted. No patient complications have been reported as a result of this event.